Event description:
On 3/11/1998 a bronchoscopsy was performed on a pt (female) for treatment of pleural effusion. The procedure was completed with the brochoscope and as the physician began to withdraw the scope, a foreign body in the lung was viewed by the physician. The physician was able to retrieve the foreign body from the pt's lung with an endoscopic instrument. The foreign body was determined to be the distal end of the bronchoscope. The respiratory nurse has informed olympus that no pt injury occurred, nor was medical or surgical intervention required. The pt was released from the hosp as initially scheduled and co's customer has stated that the pt's condition was not effected due to this event.